Manufacturer narrative:
As reported, patient was diagnosed with infection, seroma, wound dehiscence, implant extrusion and explant post implant of galaflex 3dr. Photo provided shows the explanted scaffold. Based on the information provided, no conclusions can be made as to what if any extent the mesh caused or contribute to the patients post operative course. Infection, seroma, wound dehiscence and extrusion are known inherent risk of the surgery/use and are listed in the adverse reactions section of the instructions-for-use supplied with the device, as possible complications. In regard to infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
As reported, during revision bilateral breast augmentation procedure on (B)(6) 2023 patient was implanted with galaflex 3dr on both sides. It was reported that about 3 weeks post implants patient was presented with seroma, infection, implant extrusion and wound dehiscence thereby underwent revision of breast augmentation on (B)(6) 2023 with breast implants removal and galaflex placement. Surgeon reported that galaflex 3dr increased the seroma rate after surgery and the seroma leaked into the wound which likely got infected causing wound dehiscence.